Event description:
Name of procedure: lap cystectomy. "While deploying the bag beneath the specimen the bag came off its metal rails. They opened a second cd003 to complete the case." No patient injury occurred. The device is available for return. Additional information was received via email on (B)(6) 2020 from [name]: "the tips of the prongs were visible through the bag material. They didn't poke through and become exposed. There were multiple attempts to advance the actuator and against my instructions the surgeon pulled back on the actuator approximately 2" prior to attempting to scoop up the specimen. A grasper was being used to hold the specimen at the time that the bag fell off the prongs." Patient status: no patient injury or illness occurred associated with complaint event. Type of intervention: "they opened a second cd003 to complete the case."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the tissue bag was not attached to the supports, which confirmed the complainant's experience. The returned unit was disassembled and the pawl, an internal component of the device, was deformed. Based on the condition of the event unit and description of the event, it is likely that retraction prior to full actuation caused the tissue bag to fall off the supports. The IFU states, "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment."

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap cystectomy. "While deploying the bag beneath the specimen the bag came off its metal rails. They opened a second cd003 to complete the case." No patient injury occurred. The device is available for return. Additional information was received via email on 09jul2020 from [name]: "the tips of the prongs were visible through the bag material. They didn't poke through and become exposed. There were multiple attempts to advance the actuator and against my instructions the surgeon pulled back on the actuator approximately 2" prior to attempting to scoop up the specimen. A grasper was being used to hold the specimen at the time that the bag fell off the prongs." Patient status: no patient injury or illness occurred associated with complaint event. Type of intervention: "they opened a second cd003 to complete the case."